Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw0300360000-2023-8029. The event description states that "during deployment of the angio-seal, it would not access the artery. Noted that device appeared defective out of the package. What was the original intended procedure? Mesenteric angiogram, right ileocolic third order supers elective angiogram and embolization of bleeding diverticulum and angio-seal closure of right common femoral artery. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g., broke, couldn't get it to work or stopped working)" additional information was received on 11 jan 2024: the angio-seal device was attempted to be used on the patient. It was unsure if damage was noticed on the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, packaging, and an additional locator. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned fully mated. The carrier tube was returned and found to have been kinked towards the proximal end. An additional locator was returned, although no damage was identified on the component. No other damage or issues were identified. The complaint was confirmed for a kinked carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).